Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that there was malfunction with the geo pc and possible flexvision pc error. During troubleshooting, the fse found that the flexvision pc was not working properly. The fse replaced the flexvision pc and hard disk and the replaced flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the pci card in the pc may have failed. Following the replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.